Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4) complaint was received. It was determined to be misapplication.

Manufacturer narrative:
(B)(4). This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. The reported device is labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction events which are associated with the use of the device in terms of user experiencing difficulty opening and closing the device, even if the operation is being performed according to labeled instructions for use. Patient information was confirmed for this event. 1 female patient. Age (B)(6).